Event description:
Rep reported that patient developed a gram negative infection. As a result the catheter was clipped away from the eds system. System still in place catheter was removed.

Manufacturer narrative:
Upon completion of the investigation it was noted that when the device was received it was received with a staple in the catheter. It is not clear how or when the device came in contact with the staple. The device was irrigated and flowed freely. Since a lot number was not provided it was not possible to review the device history records or the sterilization records. The root cause for the problem reported by the customer could not be determined. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.